Manufacturer narrative:
Investigation ongoing to determine root cause.

Event description:
Blood gas analyzer measurements on an abl827 blood gas analyzer have resulted in mix-up of pt ID due to unintended repeated barcode reading of the sampler placed in the flexq tray slot 1. The sampler in slot 1 was incorrectly positioned. When entering new samplers in slot 2 and 3, and thereby initiating barcode reading of their pt ID, the sampler in slot 1 was blocking the barcode reading. Instead the software allowed the barcode reader to re-scan the barcode of the sampler in slot 1.